Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during procedure the doctor noted there was bleeding between the pump and apical cuff connection. There was noted to be no difficulty engaging the pump. It was suggested that the doctor check if there was any leaking from the pledgets or cuff. The coring knife was used to check the bleeding, however no blood was found through the apical cuff. Then the suture sites were checked and no obstacle was found. After this the pump was connected to the apical cuff again and bleeding was still seen. The pump was disconnected again to check bleeding with the mini apical cuff holder and there was no bleeding from the cuff or suture. The doctor had used the cuff holder several times to make sure there was no bleeding from other sides. Additionally, after locking the pump to the apical cuff again, it was noted that the pump could rotate easily. A new pump was used and there was no more bleeding or easy rotation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of bleeding at the apical cuff and rotating more easily while connected to the cuff could not be confirmed through the evaluation of (B)(6). (B)(6) was returned assembled, in like-new condition with the pump cable intact, and a cover over the inline connector. The sealed outflow graft, outflow graft bend relief, modular cable and apical cuff were not returned with the device. The cuff lock was returned in an unlocked position. Examination of the blood-contacting surfaces found no depositions or defects. The apical cuff lock secured the test apical cuff without issue. A test apical cuff was used as the apical cuff in the event was not returned. The apical cuff lock was cycled between the closed and open positions without issue. While fully connected, the pump did not rotate any more easily than normal. Following inspection, the device was functionally tested. The pump was connected to and operated on a heartmate 3 functional tester. The retrieved data showed normal pump power consumption and flow estimation that was within manufacturing specification. The pump operated as intended. The lvad event and periodic log files were retrieved from the returned device. The log files contained data from the time of manufacturing and events recorded while downloading the log files for review. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. The assembly and inspection steps for the cuff lock include checking for damage, cycling the lock 10 times, engaging the lock with a dummy apical cuff, and additional inspections for damage, bends, and that the cuff lock arm pegs are properly positioned in the motor cap grooves. The hm 3 lvas instructions for use (IFU), and the hm3 lvas patient handbook are currently available. Section 1 of the IFU ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5 also provides instructions on how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. Furthermore, section 5 states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: no further information was provided. The manufacturer is closing the file on this event.